Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Device code(s): appropriate term/code not available (3191) was selected for the alleged perforation. Investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava (vc)/organ perforation, tilt, blood clot, anxiety, worry, mental anguish, stress. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety, worry, mental anguish, and stress are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. Product is manufactured and inspected according to current controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2013 via the common femoral vein due to pulmonary embolism (pe). Patient is alleging tilt, vena cava perforation and organ perforation (mesentery). The patient further alleges ¿anxiety, mental anguish, worry and stress¿.

Event description:
Per CT report, "filter position: below the renal veins." "Filter tilt: yes, see impressions." "Filter penetration: yes, see impressions." "Impressions: the filter is tilted posteriorly. Its proximal cone lies on the wall of the ivc possibly embedded in it. The legs of the filter have penetrated through the wall of the ivc into the pericaval/ mesenteric fat."

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: embedded. The reported allegations have been further investigated based on the information provided to date. The additional information regarding embedded does not change the previous investigation results for vena cava/organ perforation. (B)(4) devices in lot. . The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. One other complaint on lot. Product is manufactured and inspected according to 1specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2013". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.